Event description:
A zoll account coordinator contacted zoll customer support to report that a (B)(6) male patient's battery charger was not working. The patient was contacted and issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to a defective power supply brick connector. There wa s broken solder connection in the power brick connector. The root cause for the broken connection could not be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement battery charger/modem.